Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of bending section cover leakage was not confirmed. In addition to evaluation in b5, due to a dent on insertion pipe, water tightness was lost. Due to damage on switch button 1, water tightness was lost. Due to a pinhole on universal cord, water tightness was lost. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The switch button 1 had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on charge coupled device unit, the image had white dots. Due to damage, switch button 2 did not work. The label on the video connector was peeling. The video connector case had a scratch. The video connector had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. Lock engagement lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. Angulation lever had a scratch. The control unit had a scratch. Grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope experienced a bending section cover leak. There was no report of user or patient harm associated with this event. During incoming inspection, the adhesive part of the objective lens was peeling off due to chemical/physical stress. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.